Manufacturer narrative:
According to the gore® excluder aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder aaa endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient underwent treatment of a 56 mm abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses (rlt2614188/14450668, plc161200/13943672).on (B)(6) 2018 a type ii endoleak was identified. On (B)(6) 2018, embolization of the lumbar artery, aneurysm sac and right renal accessory artery was performed.